Event description:
The customer reported the system displaying intermittent motion error messages. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the motor control pcb, rui console, and rotational servo drive assembly and reloaded service. System operates as intended. (B) (4).